Event description:
The customer reported the ortho provue analyzer interpreted a positive reaction as negative with a cord sample in the anti-a microtube of the gel card. Visual inspection of the processed gel cards showed the reactions were positive (1+). Manual gel testing confirmed the positive (1+) reaction. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site, replaced the reader visor and preformed camera adjustments. The customer ran and verified controls. Repairs have returned the instrument to expected operations. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).